Event description:
Implant surgeon, reported via our sles rep, that a male patient underwent a revision surgery due to the screw fracturing 6 weeks post op.

Manufacturer narrative:
Additional information has been requested, and if received will be supplied on a supplemental report.